Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sept2019. The service engineer (se) inspected the device. The service engineer (se) inspected the device and replaced the flow sensor. The se found the blower shroud was damaged and replaced it. The ventilator passed electrical safety and performance verification testing. An air flow sensor was returned for analysis. A visual inspection of the returned component was performed and found signs of contamination on the heated film element. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the heated film element being contaminated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during service the unit failed air flow accuracy test. No patient involvement.